Event description:
It was reported effective stimulation coverage could not be obtained during post-operative programming. X-rays were taken and it was found the pt's lead had migrated. On (B)(6) 2013, the pt underwent surgical intervention to reposition the lead, however, the physician reported he was unable to place the lead in the correct location. Effective coverage was not captured post-operative. F/u with an sjm rep is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.